Event description:
Event description guidant received information that while performing a commanded automatic ventricular threshold test on this pacing system with a rf-capable programmer, the pacing output continued to decrement and the patient experienced a syncopal episode. The test was repeated the following day with loss of capture observed at 2.5 v. Once again, loss of capture was not detected during the test and the pacing output continued to decrement to 0.2 v. The automatic capture (ac) feature was programmed to on. During the automatic threshold test, back-up pacing spikes were noted after every initial pulse as the voltage continued to decrement to 0.2 v. No additional patient symptoms were experienced.